Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in a 37-year-old female patient who had essure (batch no. 808100-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, perineal pain, cervix inflammation, endocervical squamous metaplasia, endometrial polyp and adenomyosis. Concurrent conditions included right lower quadrant pain, heavy periods, dizzy, eosinophilic esophagitis, dysmenorrhea, dyspareunia and low back pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 month 25 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("sever cramping"). The patient was treated with surgery (hysterectomy,bilateral, salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain lower and menorrhagia outcome was unknown and the abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: ?? (B)(6) 2014 and (B)(6) 2013. Five to eight coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test on (B)(6) 2013: result: negative. Ultrasound scan vagina on (B)(6) 2013: result: total bilateral occlusion.; on (B)(6) 2016: result: total bilateral occlusion.. Lot number reported 808100 is invalid. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in a 37-year-old female patient who had essure (batch no. 808100-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, perineal pain, cervix inflammation, endocervical squamous metaplasia, endometrial polyp and adenomyosis. Concurrent conditions included right lower quadrant pain, heavy periods, dizzy, eosinophilic esophagitis, dysmenorrhea, dyspareunia and low back pain. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"), 1 month 25 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("sever cramping"). The patient was treated with surgery (hysterectomy,bilateral, salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain lower and heavy menstrual bleeding outcome was unknown and the abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6)2014 and (B)(6)2013. Five to eight coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6)2013: result: negative. Ultrasound scan vagina - on (B)(6)2013: result: total bilateral occlusion.; on (B)(6)2016: result: total bilateral occlusion. Lot number reported 808100 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in a 37-year-old female patient who had essure (batch no. 808100-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included right lower quadrant pain, heavy periods, dizzy, eosinophilic esophagitis, dysmenorrhea, dyspareunia and low back pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 month 25 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("sever cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils/hysterectomy with). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain lower and menorrhagia outcome was unknown and the abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014 and (B)(6) 2013. Five to eight coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: result: negative.. Ultrasound scan vagina - on (B)(6) 2013: result: total bilateral occlusion.; on (B)(6) 2016: result: total bilateral occlusion.. Lot number reported 808100 is invalid. Most recent follow-up information incorporated above includes: on 28-may-2019: update of information (batch is invalid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in a 37-year-old female patient who had essure (batch no. 808100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included right lower quadrant pain, heavy periods, dizzy, eosinophilic esophagitis, dysmenorrhea, dyspareunia and low back pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 month 25 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("sever cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils/hysterectomy with). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain lower and menorrhagia outcome was unknown and the abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014 and (B)(6)2013. Five to eight coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: result: negative.. Ultrasound scan vagina - on (B)(6) 2013: result: total bilateral occlusion.; on (B)(6) 2016: result: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Essure lot number added. Product indication added. Reporters added. Following events were added: abnormal bleeding (vaginal) and menorrhagia. Event clubbed: pelvic pain/pain. Event severity added for: abdominal pain. Event outcome added for: abdominal pain and abnormal bleeding (vaginal). Lab data and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("sever cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.